Event description:
On (B)(6) 2019, a reporter(wife) for the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was displaying an unknown error ¿strip problem, retest with new strip¿ whilst attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2019, around 3-4pm. The patient manages his diabetes with oral medication, diet and exercise ¿metformin 1000mg 3 daily and glimepiride 4mg¿ and reported that he continued with his usual dose of medication before going to bed and decreased his food intake in response to the alleged product issue. The reporter stated that on (B)(6) 2019, around 3-4pm after the alleged product issue began he developed the symptoms of ¿shaky, blurred vision and felt dizzy¿. The reporter denied that the patient received any treatment. At the time of troubleshooting, the cca noted that the reporter was unable/unwilling to walk through a retest. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The symptoms suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose.